Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed reported issue. Upon functional testing fse found host pc-ps fan was not on, green leds on back was not on also identified defective bios battery was the root cause of reported issue. The fse replaced bios battery. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system that the system locked up on the windows screen during system bootup and that the system was down. No harm has been reported. The host pc and drive replacements were recommended as a resolution to the customer complaint. Philips has started an investigation of the complaint.